Event description:
Event description guidant received information that the pt implanted with this cardiac resynchronization therapy-defibrillator (crt-d) expired due to a slow rate ventricular tachycardia (vt) for which therapy was not programmed. Review of stored device electrograms confirmed that therapy was appropriately delivered for, and successfully terminated, previous arrhythmias. The explanted device will be returned to guidant for laboratory analysis.

Event description:
Event description guidant received information that the pt implanted with this cardiac resynchronization therapy-defibrillator (crt-d) expired due to a slow rate ventricular tachycardia (vt) for which therapy was not programmed. Review of stored device electrograms confirmed that therapy was appropriatly delivered for, and successfully terminated, previous arrhythmias. The explanted device was returned to guidant for laboratory analysis.

Event description:
The pt implanted with this cardiac resynchronization therapy-defibrillator (crt-d) expired due to a slow rate ventricular tachycardia (vt) for which therapy was not programmed. Review of stored device electrograms confirmed that therapy was appropiately delivered for, and successfully terminated, previous arrhythmias. The explanted device was returned to guidant for lab analysis.